Manufacturer narrative:
Physio-control further evaluated the replaced keypad elastomer and determined that the damage to the shock membrane resulted in a much greater force being needed to activate the shock button, therefore it could potentially prevent defibrillation therapy from being provided. However, as the customer confirmed hard paddles were being used during the reported event, the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device, during patient use, would initially not respond to two shock button presses. Defibrillation energy could only be delivered successfully after the third attempt. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control observed that the device would not provide shock intermittently due to a dented shock button. However, the dented shock button most likely did not contribute to the reported issue as the customer was using hard paddles at the time of the reported issue and would only respond to the shock buttons on the hard paddles being pressed. After replacing the keypad and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device, during patient use, would initially not respond to two shock button presses. Defibrillation energy could only be delivered successfully after the third attempt. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device, during patient use, would initially not respond to two shock button presses. Defibrillation energy could only be delivered successfully after the third attempt. The patient associated with the reported event was not harmed.